Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure, after device was initially connected to right ventricular (rv) lead, high rv pacing impedance was measured via implantable cardioverter defibrillator (ICD). Visual inspection of connector head showed a distal rv lead pin not fully inserted. The ICD was then disconnected from rv lead. Additional measurements show normal values for the rv lead. During second connection attempt to rv lead, it was impossible to tighten the setscrew. An attempt with a second lead wrench was performed without success. The ICD was attempted and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).